Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 42jrtl. However, transmitter with serial number (B)(6) was returned for evaluation. An exterior physical visual inspection was performed and passed. Voltage measurement. A review of the share logs was performed and signal loss was not found for serial number 42dwee within the investigation window. The allegation was not confirmed. The probable cause was determined to be the probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on the customer complaint was not confirmed because the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional d10: device available for evaluation- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.